Event description:
A user facility reported to olympus that the image was not displayed in split-screen format when viewing on an external monitor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility. The reported problem could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.